Event description:
The customer reported obtaining erroneously high nucleated red blood cell percentage (nrbc %) and/or nucleated red blood cell count (nrbc #), for several patients, over two separate days, involving the coulter lh 780 hematology analyzer. Subsequent repeat of the samples on an alternate lh 780 analyzer produced lower nrbc%/nrbc# results which were considered correct. No erroneous results were reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. A review of the provided instrument printouts indicated that the lh 780 analyzer generated erroneously high nrbc%/nrbc# with system or over range messages. Printouts of the correct results which were generated from the alternate lh 780 were not provided but the customer stated that all patients recovered nrbc%/nrbc# results of 0.0 and the results were considered correct. This report references the event which occurred on (B)(6) 2013. Please refer to medwatch report #1061932-2013-02556 for the report of the event which occurred on (B)(6) 2013.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered debris on the differential scatter plot. The fse proceeded to clean the shear valves and replace the associated tubing to resolve the issue. Failure mode of the event is attributed to the shear valves and associated tubing. All associated medwatch reports related to this event: 1061932-2013-02555; 1061932-2013-02556.